Manufacturer narrative:
A ge representative evaluated the system and reseated connectors and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported that the system would stall during boot up. The field engineer noted that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.